Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: 1st fu was a cholangiogram performed during the procedure? Unknown. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was trying to clip the cystic duct. When the device was fired the clips would not close. This happened on the first clip. He did try to fire several other clips and those clips scissored. The device was pre loaded. There were no patient consequences. Case completed with another device of the same product code.